Event description:
A powerflex p3 balloon burst and then separated. A piece of the balloon was left in the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
A powerflex p3 balloon burst and then separated. A piece of the balloon was left in the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A non sterile powerflex p3 10mmx4cm, 80cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated. Also the balloon presents a radial burst 4cm from the proximal seal. The distal balloon is detached and not included. The ib and hub present traces of blood. No other anomaly was observed in the returned device. The leakage test for the balloon could not be performed due to balloon conditions. A scanning electron microscope was performed to the balloon and the balloon exhibited no evidence of external or internal surface damage; however minimal elongation could be observed in the tear edge of the balloon. This balloon failure exhibited no other surface anomalies that could have caused the rupture. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst and separate from catheter failures reported by the customer were confirmed; however, the exact cause of the balloon burst and separation could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.